Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lobectomy. According to the reporter and add'l info subsequently received: at the time of the procedure, in (B) (6) 2009, nothing abnormal was noticed, and there were no problems noted with any of the stapler firings. On (B) (6), 2010, the pt had a CT scan performed. A review of the CT scan revealed what the surgeon considered to be two sulu clamp buttons. One clamp butting was initially reported. The clamp buttons were visible on the CT scan, sitting in the chest cavity, near the diaphragm. The surgeon has not yet decided whether to reoperate to retrieve the foreign material. The pt has a f/u office visit scheduled on (B) (6), 2010. Add'l info has been requested.